Event description:
It was reported that post implant of the device, during the night, the patient reported that the device started beeping. The following day during device check it was noted that the left ventricular (lv) ring to right ventricular (rv) coil and lv tip to lv ring exhibited high impedance. It was also noted that there was no capture at 4v at 0.5ms when programmed lv tip to lv ring and lv ring to rv coil. It was also reported that the physician decided to not perform medical intervention since one of the programmed polarities was functioning appropriately. It was further reported that during a follow up visit the lead was still functioning within the re-programmed parameters that were done during the post op check. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.